Manufacturer narrative:
Feickert, s., ewertsen, n.c., biernath, k. Et al. Roof-dependent atrial tachycardia after pulsed field ablation mechanistic insights and predictive modeling for optimized ablation strategies: an ultra high density mapping study. Journal of interventional cardiac electrophysiology (2026). Https://doi.org/10.1007/s10840-025-02228-z b3 date of event: article publish date used as no event date was provided d2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation this event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported via literature that cardiac tamponade and transient ischemic attack occurred. A single center study was conducted to evaluate pulse field ablation (pfa) effects and lesion characteristics and their influence on arrhythmia recurrence using ultra high density mapping. Two hundred and four (204) patients underwent pfa via a faradrive steerable sheath and farawave catheter. Of the patients enrolled in the study, one hundred thirty five (135) had a history of paroxysmal atrial fibrillation and sixty nine (69) patients had a history of persistent atrial fibrillation. All procedures were carried out in deep sedation using a combination of fentanyl and propofol. Heparin was administered targeting an activated clotting time greater than 300 seconds. A single, pressure controlled transseptal puncture was performed with fluoroscopic guidance utilizing a non boston scientific (bsc) introducer sheath and non bsc transeptal needle. Following the transeptal puncture the introducer sheath was exchanged for a faradrive steerable sheath and an orion mapping catheter was placed within the left atrium. Pre mapping of the cardiac tissue was completed using the rhythmia mapping system. Using fluoroscopic guidance and impedance tracked visualization from the mapping system, the farawave catheter was advanced into the left atrium to the pulmonary veins. Eight (8) applications of ablation were delivered via the farawave catheter to each pulmonary vein. Upon completion of pfa to all pulmonary veins, post mapping of the cardiac tissue was performed and the procedure concluded. Post procedure, all patients received a figure of eight suture at the groin incision site, complemented by a pressure bandage, and were advised to adhere to an (8) hour bed rest protocol. Of the 204 patients enrolled in the study, one (1) patient experienced cardiac tamponade requiring pericardiocentesis. One (1) patient experienced a transient ischemic attack resulting in hospitalization for monitoring and recovered without sequelae. No further information on the status of the patients is available.